Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 522 mg/dl and had failed battery test alarm as well as reservoir had a leak. The customer treated with the insulin pump. While going through troubleshooting of reservoir leak, they received failed battery test because they took out the battery, however the customer decline to troubleshoot for reservoir leak. Troubleshooting was performed for failed battery and noticed did not receive failed battery test. The customer was advised to monitor the insulin pump. Customer perform the display test. The insulin pump will be returned for analysis.